Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address elevated bg. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue.